Event description:
It was reported that customer was hospitalized for dka. Nurse reported that customer had frequent surgeries prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.